Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 19:24pm on (B)(6) 2021 and 03:26am on (B)(6) 2021: "final concentration threshold for 100% ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure 100% ethanol station, bottle 8"; and event code "18" with the following associated message was displayed to the user on two (2) occasions at 05:25am on (B)(6) 2021: "cannot run protocol; final concentration threshold for 100% ethanol exceeded. Replace least pure 100% ethanol station, bottle 8." Bottle 8 (100% ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 05:26am on (B)(6) 2021, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 8 were reset at 05:26am on (B)(6) 2021; with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 8 was to be set to the default value of 100%. The properties of the reagent in bottle 8 prior to these user actions were recorded in the instrument logs as: 100% ethanol, concentration=94.1%, cycles=67, cassettes=4108, days=20. Although a user affirmed in the graphical user interface (gui) that the ethanol concentration in bottle 8 (100% ethanol) was to be set to the default value of 100% at 05:26am on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 94.1%, because bottle 8 was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (100% ethanol), which had an ethanol concentration of 94.1% due to the use error when replacing the reagent in this bottle was used for the final dehydration step of the "large" protocol started in retort b at 08:23am on (B)(6) 2021, the "large" protocol started in retort a at 11:56am on (B)(6) 2021, the "large" protocol started in retort b at 09:09am on (B)(6) 2021 and the "large" protocol started in retort a at 12:43 on (B)(6) 2021. Although not reported by the complainant, the quality of processing of patient tissue samples in 15 other protocols, would also have been adversely impacted because the reagent in bottle 8 (100% ethanol) was used for the final dehydration step in each of these protocols and another nine (9) processing runs, were also likely to be have been adversely impacted, because the reagents used would have been contaminated by the prior use of the reagent in bottle 8 (100% ethanol). The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "large" protocol started in retort b at 08:23am on (B)(6) 2021; the "large" protocol started in retort a at 11:56am on (B)(6) 2021; the "large" protocol started in retort b at 09:09am on (B)(6) 2021; and "large" protocol started in retort a at 12:43 on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant, and an additional 24 other processing runs executed between (B)(6) 2021, from which the quality of processing of patient tissue samples would also have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 05:26am on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 8 (100% ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted the leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "over processed tissue, tissues are hard and dry and making in difficult for the pathologists to diagnose a case, mainly seen in large tissues on a [sic] 8 hour run. Unit is currently not in use. User had changed all the reagents before calling tech support." On (B)(6) 2021, the assigned leica field application specialist- core histology (fas) visited the laboratory to obtain further information regarding the circumstances involved in this complaint. The fas documented that the patient tissue samples exhibiting sub-optimal processing were derived from the following affected runs: (B)(6). The tissue type and size of the affected patient tissue samples were detailed as: "mix" and "large" respectively. On 29 july 2021, leica biosystems (B)(4) received information from the assigned leica applications specialist - trainer that all patient cases involved in this event were diagnosable.